Manufacturer narrative:
A sample has been requested for analysis.

Event description:
Baxter reported, "leakage from the connection between the ti-adapter, and the transfer set. The set has been in use for 100 days". There was no patient injury or medical intervention associated with this incident according to baxter.